Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. The hcp was reported that the patient was needing magnetic resonance imaging (MRI) ordered by managing hcp. The hcp stated there was concern about "authenticity to where the catheter was". The hcp also stated that either the pump or catheter had "malfunctioned" and was "not working as designed". Additional information was received from the patient representative (rep) reporting that the patient was having surgery again on may 1st. The patient rep stated they did not know if neurosurgeon was going to replace the pump or just fix the catheter. The patient was going through the same feelings and stated that one day it works and one day it does not. The patient was constantly going between getting an adequate amount of withdrawal and it was rotating so they felt like it was leaking again at that same connection or maybe another one. The patient rep also mentioned the patient's bowels and bladder were not functioning properly because it was leaking into their abdomen and that was not where it was supposed to go. The patient rep asked if there were any new catheter or connections out there that they could try before may 1st to see if there's anything new or something. The patient rep mentioned there had been a company rep at every pump implant and inquired if they would have any connector info. The patient rep mentioned the magnetic resonance imaging (MRI) done 'shows the catheter is fine' and 'the dye test is not showing any leaks.' The patient rep stated they did not want the pump explanted because they did not know if patient's symptoms could be managed without it, as patient was 'very tight.' Agent reviewed medtronic's role and redirected to healthcare provider to further address the issue.